Manufacturer narrative:
Per evaluation from the manufacturer: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was not confirmed. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the cause of the described fault could be wear of the adhesive on the tip of the c-mac blade, caused by wear during use and reprocessing. The wear of the adhesive can allow liquid to penetrate the blade, which affects electronics and can lead to an image fault. Even though the customer complaint was not confirmed, the technical examination revealed some user-induced defects. Should new or additional relevant information become available, we will resume the investigation accordingly. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Device received by manufacturer as noted in section d9. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported there was an issue with visualization; black screen, lines over the screen and blurriness. No patient or procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
The device is pending receipt by manufacturer.the investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID: (B)(4).